Manufacturer narrative:
Complaint received on (B)(6) 2018 provide the event description. Mobi-c implant fell apart . Implant wasted by hospital. No other information provided. The reporter was contacted several times to retrieve more information about the event without success. The review of the device records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to reported event. The lack of provided information prevents to determine the root cause of this event root cause : unknown. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Device not returned to manufacturer.

Event description:
Mobi-c p&f us : disassembled. From description provided on (B)(6) 2018 of the event : it was a 2 mobi-c level surgery . Two implants were wasted : first fell apart and the second implant malpositioned (the second event is the subject of another complaint/report, (B)(4)). No other information provided.

Manufacturer narrative:
It was a one level mobi-c surgery not a two level as described in the previous report. Complaint received on january 30th 2018 provide the event description. Mobi-c implant fell apart. Implant wasted by hospital. It was replaced by another implant. No other information provided. The reporter was contacted several times to retrieve more information about the event without success. The review of the device records and traceability did not reveal any non-conformances to specifications or deviations in procédures that might have contributed to reported event. The lack of provided information prevents to determine the root cause of this event root cause : unknown. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
Mobi-c p&f us : disassembled from description provided on january 30th 2018 of the event : it was a one level mobi-c level surgery. Two implants were wasted : first fell apart and the second implant malpositioned (the second event is the subject of another complaint/report, (B)(4). They were replaced by another implant. No other information provided.